Event description:
Edema: originally reported as ascites. The pt rec'd seprafilm following surgery. The pt developed ascites. The reporting physician did not provide any details regarding the event or relationship to seprafilm. F/u rec'd 7/1/98 by physician. Pt rec'd exploratory laparotomy, resection portion of distal terminal ileum, resection of cecum and ascending colon. Long hartmanns's pouch, ileostomy and was reoperated on due to hemorrhage. Developed significant large intra abdominal fluid with second surgery which is when seprafilm was placed. The reporting physician believes that the event is possibly related to seprafilm. The pt recovered without sequelae.